Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial lead exhibited noise. Programming changes were discussed but not made. The patient condition was unknown.